Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken wherein the scs ipg was explanted and replaced. The new device was implanted into a new pocket site more lateral and deeper relative to the original pocket site to resolve the issue.

Manufacturer narrative:
The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.